Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold and low sensing were noted on the right ventricular (rv) lead. Rv lead dislodgement was suspected. The lead was explanted and replaced to resolve the event and the patient is in stable condition.